Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and the complaint was not confirmed. Fse performed system verification and did not notice any issues. System performed as expected. The troubleshooting was demonstrated to the nurse that there were no issues found and the robot performed without any jerky motions. No further action required. System was ready for use.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the universal surgical manipulators (usm's) had jerky movements during the procedure. System logs showed no related errors. The surgeon reported the usm movements felt jerky and not as smooth as they normally do, and there was a slight delay in the usm movements. Tse asked if the issue was isolated to a particular arm. The customer said the issue was occurring with all the usm's. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-oct-2024: the issue occurred with the surgeon¿s head inside the surgeon side cart (ssc) high resolution stereo viewer (hrsv). The issue did not occur when surgeon attempted to manipulate any instruments. The movements of the surgeon scaled appropriately to the usm. The usm moved in the intended direction. The timing of usm movement was not appropriate. There was shakiness and/or friction experienced/observed. The issue was persistent with all usm's. The issue occurred when usm's were moved forward. There was no patient harm. The usm's were inspected prior to use and no damage was observed.